Event description:
It was reported by the patient that they had "pulsation in the lower end of their stomach". Follow up with the physician indicated that this was diaphragmatic stimulation. Reprogramming was done on the left ventricular lead and the stimulation is now resolved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.